Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was noted that the patient had pain and infection was suspected by x-ray after 1 year from the implantation. The patient tested negative for infection and moved to the current hospital to be monitored. The angle of anteversion of the cup got larger, which caused impingement between cup and neck, and also the cup loosening. Black matters were noted around the removed cup and the surrounding soft tissues.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The primary tha surgery was conducted in 2012 at the other hospital. It was noted that the patient had pain and infection was suspected by x-ray after 1 year from the implantation. The patient tested negative for infection and moved to the current hospital to be monitored. The angle of anteversion of the cup got larger, which caused impingement between cup and neck, and also the cup loosening. Therefore, the revision surgery was conducted on (B)(6) 2014. Cup, head and liner were replaced to the acetabular reconstruction plate, 26mm metal head and cement cup for each. Black matters were noted around the removed cup and the surrounding soft tissues. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.